Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, universal surgical manipulator (usm) arm 1 generated a recoverable error 23118 when changing instruments. The technical support engineer (tse) reviewed the logs and confirmed error 23118 pointing to usm1 axis 2. The caller tried to recover the fault, reseat the sterile adapter, take the instrument out, power cycle the system, and install the instrument; however, the problem did not resolve. The tse asked the caller to remove all instruments, perform a hard power cycle with emergency power off (epo), but the error returned. The tse suggested they disable the usm to continue with three arms; however, the site stated this was not possible due to the current step of the procedure. The surgeon made a decision and converted the procedure to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 12-may-2022 and obtained the following additional information: the system functionality was checked upon powering up the system and there were no errors. The issue occurred about four hours into the procedure. The patient tolerated the open procedure and it was completed. There was no harm to the patient. The site could not provide confidential patient details.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed field evaluation and confirmed the customer reported issue through testing and review of the system logs. The site also informed the fse that the insertion axis on the usm arm was stiff. Fse replaced the universal surgical manipulator (usm) due to the error 23118. After replacement, the system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to usm unavailability. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the universal surgical manipulator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 23118. Remote fe logged errors 23118, 23008, and 23137 pointing to the pitch. The pitch chipencoder virtual absolute (cva) printed circuit assembly (pca) was replaced with a gold one and the part was retested. The error 32118 went away. The original pitch cva pca was reinstalled and error 23118 returned. The unit went through more tested on a psc fixture test platform (pftp) with the gold pitch cva pca and passed all required tests. The unit was tested using a drape with bipolar, large needle driver, sureform 60, vessel sealer, and there were no problems with instrument insertion.

Event description:
Refer to h10/h11 for follow-up information.